Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump may have been delivering too much insulin. Blood glucose level at the time of the incident was over 600 mg/dl. Blood glucose level at the time of the call was initially 536 mg/dl, then over 600 mg/dl again later in the call. The customer declined troubleshooting. Blood glucose level by the end of the call was 576 mg/dl. The insulin pump was not replaced or returned for analysis.